Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy through normal density tissue by using a maxcore instrument. It was reported that during the procedure, the outer cannula of the instrument allegedly could not be fired. No coaxial needle was used. The procedure was completed using another device, and no patient injury was reported.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The first picture shows, an hcp is holding a maxcore device in initial position which is placed with in the sealed package and yellow guard is attached to the needle also protective sheath is covered with the needle and the second picture shows a product's labelling information, and it was cross verified with the trackwise details. No other anomalies were identified. Based on the photo review, the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure for both the devices as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.